Manufacturer narrative:
E1: complainant city: lima. Complainant state: lima. Complainant country: peru. Name of affiliation: cardio perfusion e.i.r.l. Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 3a02460 was manufactured on 23 jan 2023, in bodolay line, with a total of (B)(4) market units. The complaint investigator performed a batch record review on 16 oct 2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification 1704761 and manufacturing order 1656760. The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: photos related to the reported problem are available for evaluation. Investigation conclusion: after brainstorming and ishikawa, potential root cause to the failure mode was identified. Corrective and preventive actions will be taken for each of the causes identify for problem solution. Root cause(s): method: dirty carts to transport materials. Dirty trays. Method: mixers with residues from previous mixtures. Manpower: inadequate transfer of materials. Manpower: inadequate electrocuting lamp maintenance. A corrective action / preventive actions (CAPA) plan will be generated to track the implementation of these actions and measure the effectiveness in the product and the process. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The distributor reported that there was a foreign particle inside the immediate container. The product was not used by the patient. The photographs depicting the issue were received from the complainant.